Event description:
A syringe pump was set up to infuse 10cc of packed red cells over four hours. After an hour and fifteen minutes the pump beeped infusion complete. The pump was turned off and it was noted that all 10cc of blood had been delivered.